Event description:
It was reported that the patient presented in clinic. It was noted that non sustained right ventricular oversensing episodes were observed on the implantable cardioverter defibrillator (ICD). The episodes were reviewed and there appeared to be loss of ventricular capture. Programming changes to output were being considered. There were no reported patient symptoms.